Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg will not be returned, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end of 2023.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg will not be returned, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.